Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed, de novo lesion being treated was located in the moderately calcified left main coronary artery. The 4.5x20mm maverick xl balloon was used for post dilation. It was first inflated to 8atms for 15 seconds. Upon attempting a second inflation the balloon ruptured. The device was removed intact. The procedure was completed using another device. There were no reported patient complications and the patient condition is good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed, de novo lesion being treated was located in the moderately calcified left main coronary artery. The 4.5x20mm maverick xl balloon was used for post dilation. It was first inflated to 8atms for 15 seconds. Upon attempting a second inflation the balloon ruptured. The device was removed intact. The procedure was completed using another device. There were no reported patient complications and the patient condition is good.

Manufacturer narrative:
Device evaluated by MFR: visual and tactile inspection determined that the distal tip of the catheter was damaged. The device was inflated to 8 atm's and held pressure for 30 seconds. No pinholes or leaks were observed. Microscopic examination of the distal tip presented no evidence of any material or manufacturing deficiencies that could have contributed to the tip damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).